Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. A visual assessment of the returned unit identified minor scratches along the side of the device. Dimensional and functional analysis found the reamer blade to be conforming to print specifications and accepted by the functional gages. The device was used for treatment. A review of the product lot complaint history found no additional complaints with this product lot combination. As no failure was identified with the returned part associated with this complaint, the complaint cannot be confirmed. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery, a portion of the reamer blade was bent, and the surgeon could not fit the blade into the reamer guide.